Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device had vibration (failed vibration assessment). During repair, it was observed that the vibration was caused by a broken and corroded bearing. It was further determined that the issue was consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device was broken. During in-house engineering evaluation, it was observed that device had vibration (failed vibration assessment). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.